Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: b6, h6, h7, h9: 3008812560-10/26/2020-001-c. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part #: 03.404.020s. Synthes lot #: 28p3148. Supplier lot #: 28p3148. Release to warehouse date: 14-nov-2019. Supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the image provided shows fragments of material within the bone of the patient. It is not clear whether the plastic casing of the harvesting kit is broken or the reamer head or both. There is no evidence from the x-ray that the shaft is broken. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while reaming a femur to harvest graft, when the reamer entered the isthmus there was a bad noise. A pituitary rongeur was used to remove the fragments and none were left in patient. The assembly broke inside the patients femur. There was a surgical delay of 10 minutes. The surgery was completed successfully and all device fragments were removed from the patient. This report is for 1 12.0mm reamer head for ria 2 sterile. This is report 1 of 3 for (B)(4).